Manufacturer narrative:
Argus case (B)(4).

Event description:
Stomach cancer [gastric cancer]. Case description: this case was reported by a consumer via (B)(6) interactive digital media and described the occurrence of gastric cancer in a patient who received corega (corega (unspecified denture adhesive or denture cleanser)) unknown for product used for unknown indication. On an unknown date, the patient started corega (unspecified denture adhesive or denture cleanser). On an unknown date, an unknown time after starting corega (unspecified denture adhesive or denture cleanser), the patient experienced gastric cancer (serious criteria gsk medically significant). The action taken with corega (unspecified denture adhesive or denture cleanser) was unknown. On an unknown date, the outcome of the gastric cancer was unknown. It was unknown if the reporter considered the gastric cancer to be related to corega (unspecified denture adhesive or denture cleanser). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: patient posted on social media as corega stomach cancer. The verbatim was translated from original post exactly as reported. Event was captured conservatively from the post.